Event description:
At 1:13pm, a customer's bg was 403 mg/dl so he bolused 6 units of insulin. The pod occluded (with an occlusion alarm) at 1:17pm, stopping the bolus prior to completion, at 3.05 units. Customer reported that he did not hear the alarm, but saw it in the pdm history. This pod was deactivated. Customer waited 5 hours before activating a new pod at 6:25pm. When the new pod was activated his bg level read "high" (>500 mg/dl). Over the next 15 minutes, the customer bolused 6.2 units. His bg levels did not decrease so he went to the emergency room where he was treated for hyperglycemia. The customer was given fluids and insulin and was discharged the same day. The pod was returned for investigation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. No product condition or malfunction was found that would have caused or contributed to the customer's hyperglycemia. The piezo was tested and found capable of signaling an audible alarm. Pdm data confirms the device terminated with an occlusion alarm. No pulse with time-outs, kinks, or internal occlusions were found to have occurred. The needle mechanism deployed properly. There is no indication of any device malfunction that would have caused the occlusion alarm to occur. The device was thoroughly investigated and found capable of performing its intended function of delivering insulin. Product lot qualification records were determined to have met all acceptance criteria. The omnipod's user guide warns, "an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken." The omnipod's user guide advises that users can avoid hyperglycemia by checking their blood glucose at least 4 to 6 times a day. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and to treat hyperglycemia advises to check for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If blood glucose levels have not decreased, administer a second bolus using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod using a new vial of insulin. Then contact an hcp for guidance.